Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that no urine flow was found after insertion. The catheter was replaced with the same type of the catheter, and urine flowed without difficulty.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after insertion, no urine flow was noted. As a result, the catheter was replaced with the same type of the catheter, and urine flowed without difficulty.

Manufacturer narrative:
Received the catheter only for evaluation. Per the visual inspection, no visual defects were noted on the returned catheter. During the functional testing, the balloon was inflated with 10cc water and administered to flow rate testing. While inflated, the flow rate was 150ml/min, 150ml/min and 148ml/min. The internal flow specification for a sample of this product type is 100ml/min minimum, so the sample met the internal flow rate specification. Water was introduced through the drainage eye and came out from the drainage funnel without difficulty. Unable to duplicate reported event. The catheter was dissected and no conditions were found that could have contributed to the reported event. There was no indication that this product was out of specification, and the product was manufactured per the manufacturing procedure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after insertion, no urine flow was noted. As a result, the catheter was replaced with the same type of the catheter, and urine flowed without difficulty.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after insertion, no urine flow was noted. As a result, the catheter was replaced with the same type of the catheter, and urine flowed without difficulty.